Event description:
Report received from a physician in mar 2004 regarding a pt, with a medical history significant for receiving restylane 6 months prior (site not specified). The pt received injections of hylaform at the end of november 2003 (date not specified) to the nasolabials (no indication specified). Six to eight weeks later the pt experienced induration and nodules. For treatment, cortisone was to be prescribed locally; no further info was provided about the events, treatment, or outcome. The treating physician considered the events as related to the use of hylaform. The pt received restylane 6 months prior to hylaform without experiencing any adverse events. The hylaform treatment was given in 11/03 and the onset of the nodules was 6 weeks after that. The modules were located along the implantation sites (the nasolabial folds and the angles of the mouth), 3-5 mm in size and with central liquefaction, "partly with evacuation of viscous fluid" after 4-5 weeks. The nodules at the injection site resolved on an unspecified date. The induration progressed to a reddish, livid discoloration with papulae. The pt was treated with a tapered dose (50 mg to 10 mg) of prednisolone, and (local) mometasone (dates of treatment and outcome unknown).